Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve was implanted via vp shunt to a (B)(6) patient on (B)(6) 2021. On (B)(6), the physician suspected obstruction and confirmed it with a contrast medium (a little bit of contrast flowing to the peritoneal side). The contrast was performed again on (B)(6), but the contrast medium was not flowing to the valve, so it was removed and replaced. A surgical delay of more than 30 minutes was reported. Blood clots were scattered on the removed valve. It is unknown if the patient experienced any signs or symptoms related to the valve obstruction.

Event description:
N/a

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The certas valve was returned for evaluation. Device history record (DHR) - lot 5103379 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The root cause for the issue reported by the customer was probably due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no obstruction was noted.